Manufacturer narrative:
H6: investigation summary: to aid in the investigation of this issue, one (1) video sample was provided for evaluation by our quality team. Through examination of the video, leakage was observed at two points: leakage at the cannon fitting with the syringe and leakage within the extension tube. For a detailed leakage analysis, the physical sample would be necessary. A device history record review was completed for provided material number 38834014 and lot number 2178749. Although the review did not reveal any detected quality notifications (qn) of non-conformance reports for ¿leakage¿ or ¿damaged component,¿ one qn was identified for set clogged. It is possible that this incident resulted from the clogged set issue detected during production. H3 other text : see h.10.

Event description:
It was reported while using bd asepto¿ intravenous infusion device the tubing was damaged and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: I report the occurrence of leakage in the coupling of the scalp 27 (junction of the syringe connector to the equipment). For the third consecutive week, we observed the occurrence, but today we noticed that the catheter used had more than one leak point. We perform the dacryocystography procedure weekly (03 patients per week, 02 catheters for each), with inoculation of iodinated contrast in the patient's lacrimal pathway. For such an injection we used scalp 27. Before introducing the catheter, we cut the "wings" of the catheter so as not to disturb the patient's eyeball. The scalp circuit is filled with a saline solution (10ml) + anestalcon eye drops (10 drops). The contrast used for this procedure is lipiodol (guerbet). I reinforce that we have been doing this procedure in the unit for at least 17 years, every week it is the same person who prepares this material for at least 2 years, with no variation in the technique of preparing this material in this period. In today's occurrence we used the catheter batch 2178749, val jun/27. Attached is a photo of the material and a video showing the leak points. 03/28/2023: add info received. Have the occurrences observed in the past weeks been reported and recorded? No. The occurrences were reported this monday (03/27). Was there any harm to the patient/caregiver? Contrast ran on the patient's face and hair, in view of the leakage. In these cases, we need to be careful that the contrast does not drip on the patient's face, as this will impair image acquisition on the x-ray. The injection of contrast is done manually, slowly, about 1.5ml in each eye, with no waste of contrast. Was there a need for medical and/or surgical intervention due to the incident (imaging tests, surgery, medication administration, etc.)? No, but there was a need for the doctor's attention to this connection (the gray part with the silicone circuit). What medication was being administered? Lipiodol (brand name guerbet), specific liposoluble iodinated contrast for this type of exam. Is the sample related to the incident available for analysis? No, unfortunately not. Replacement information received. Has anvisa been notified? If so, what is the notification number? No. Customer provided to us the additional information below. It was informed that for the third consecutive week the occurrence was observed, how many patients experienced the problem? At least 05 patients. Could you provide the dates of all the events that took place? 13 and 20/03.